Manufacturer narrative:
The react 68 catheter (model: react-68 lot: a726448) was returned for analysis within a shipping box; within an opened react 68 outer carton and within an opened react 68 inner pouch. The react 68 catheter total length was measured to be ~140.3cm (reference . D: 141cm +3cm) and the useable length was measured to be ~133.6cm which is within specification (specification: 132cm +3/-0cm). Upon visual examination, no damages or irregularities were found with the react 68 hub. The react 68 catheter body was found separated at ~128.4cm from the distal tip, retained by the inner wire. The tubing material of the separated ends exhibited with jagged edges. Inspection of the remainder of the react 68 catheter, apart from the observed separation, revealed no other damage or irregularities. No other anomalies were observed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report of react-068 catheter separation during a demonstration. A medtronic employee was at a facility demonstrating use of the solitaire device and react-068 for educational purposes. The medtronic employee reported tying and untying a knot in the 'grey area' of the react. As the react was being moved to the demonstration table, the catheter reportedly "snapped under its own weight" in the green area close to its proximal end. There were no patients involved in this event.